Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had unspecified problems after essure (fallopian tube occlusion insert) insertion and was submitted to surgery after surgery. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned problems and surgeries due to essure, but limited information was given and no reason or details of the surgeries was provided. However, since consumer related this procedure to essure and as no follow-up will be possible; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted to not have to worry about any more babies. She had nothing but problems and it almost destroyed her. She has never felt so horrible in her life. She experienced problem after problem after problem and surgery after surgery. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had unspecified problems after essure (fallopian tube occlusion insert) insertion and was submitted to surgery after surgery. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned problems and surgeries due to essure, but limited information was given and no reason or details of the surgeries was provided. However, since consumer related this procedure to essure and as no follow-up will be possible; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought.